Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that patient continued experiencing gi bleeding episodes. The patient requested to meet with the palliative care team to discuss his wishes. After a few days, the patient decided to withdraw care on himself as he was "done fighting the fight." The hvad was turned off on, patient died on (B)(6) 2018. Cause of death: heart failure/anemia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2018 patient wasn't feeling well complaining of shortness of breath (sob) and edema, patient was admitted to the hospital with suspected gastrointestinal (gi) bleed and worsening heart failure. Upon admission patient had fluid overload as well as anemia, patient was treated with intravenous (IV) medication transitioning to oral and was also transfused two units of packed red blood cells (prbc). Gi was consulted for the anemia, but no interventions were planned at the time. Patient remains admitted to the step down unit. Device remains implanted. No further patient complications have been reported as a result of this event.